Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives system error 133.6080 on 8015 (s/n 13786104), at power up. Failure device type: failure problem type: failure mode: case resolution: customer receives system error 133.6080 on 8015 (s/n 13786104), at power up. Explained problematic fault to the back-up speaker. Customer mentions replacing the battery, and backup speaker. Still receiving the same error. Informed customer to repair/replace the logic board to resolve any issues. Customer will call back, if any further concerns need to be addressed. End call. Ref: (B)(4).